Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a loss of therapeutic stimulation following use of a tens unit in physical therapy. Pt has not had stimulation for (B)(6). The manufacturer's pt services worked with the pt to switch between programs with the pt programmer. Pt still could not feel stimulation in group 2 and it was at the max of 2.1. Going to group 1 at 0.9 allowed stimulation. Additional info has been requested and if received a follow up report will be sent.